Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered several abnormal reaction flags on subsequent hcg tests and replaced sample probe 1, reagent probe 2, reagent probe 2 tubing, and wash probes. It was determined that the customer was using tubes of improper height for testing, causing the tubes to be short sampled. The cause of the discordant, false negative hcg result is a user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, false negative human chorionic gonadotropin) (hcg) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned it due to a positive pregnancy urine test obtained from the patient. The sample was repeated on the same instrument and an alternate instrument, resulting higher. The corrected result was not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.